Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving compounded baclofen 500 mcg/ml at 154.12 mcg/day via an implanted pump system in flex mode. The start date of compounded baclofen was (B)(6) 2014 and its use was ongoing. The print report indicated that the pump contained lioresal. A motor stall occurred on (B)(6) 2015 at 09:28 and recovered at 14:33 on the same day. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.